Event description:
Over the last 2 years patient was not having adequate pain relief. It was stated that at each time during refills patient had "more and more pain meds (more than expected) left in the pump". Patient had both these issues for over 6 months before talking to her pain physician. It was indicated that some tests were done to determine if the catheter or pump was not working. Patient had surgery to replace catheter and tubing. "Months later" after the revision patient has not had much improvement and still "had more meds in pump than in the past". Patient's pain comes and goes at different levels and times and there wasn't much relief since the problem began almost 2 years ago. Patient was making a lot of headway as far as doing things again and feeling better, but there didn't seem to be much relief these days and increasing the pump overall wasn't solving the situation. Patient was considering the use of a ptm (personal therapy manager). Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, lot# l81595, implanted: 2000 (B)(6), explanted: unk; catheter model: 8575, lot# n091113, implanted: 2007 (B)(6), explanted: unk. (B)(4).